Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump touchscreen was missing pixels. The customer's blood glucose ranged from 160-200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy until replacement arrives.